Event description:
The customer contacted stryker to report that their device would not turn on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the reported issue. It was noted that the keypad was damaged, and it was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.